Event description:
A report was received that a health care worker (hcw) experienced headache, dizziness, eye irritation (pain and redness), tiredness, nausea, unspecified nasal reaction during contact with the product. She reported no history of allergies nor did she have any allergy testing. She did not receive any medical treatment. She wore personal protective equipment. It was stated that the room is not well ventilated and no information was provided regarding air exchanges.

Manufacturer narrative:
Inhalation.